Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia due to going low after his flight landed. The patient fell hit his head and ended up with a concussion. The patient states he just landed at baggage claim when his blood glucose levels (bg) started dropping. He quickly went to grab a drink and it didn't help bring numbers up and passed out while he was trying to grab candy.the patient's blood glucose levels reached 55 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with a CT scan, IV fluids and insulin, tetanus shot, im lf-ncg/0.5mg injection. The patient was prescribed zofran tablets 4mg , glucagon 1mg injectable, baclofen 5mg , and meclizine 25mg. The patient was released after 14 hours a tthe hospital.